Event description:
Esophagogastrectomy. Slc55g dlu was fired to transect the stomach to create the esophageal graft without complications for a total of five firings. One the sixth firing, while transecting the esophagus, the device closed within range, firing sequence started and stopped before reaching the tissue. Surgeon commented "nothing happened" although there were malformed staples present on the distal tip of the jaws and knife blade did not retract. The knife blade was left exposed.

Manufacturer narrative:
During analysis, it was noted that the returned reload did not have a washer by lead screw which aids during firing cycle on the newer reloads. The root cause can not be determined. (See scanned pages).